Event description:
It was reported that when the device was used during a laparoscopic supracervical hysterectomy, the activation did not work. Troubleshooting performed. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.